Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified cephalic vein. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, a pinhole rupture was noted upon first inflation at 8atm when the balloon was inflated for about 30 seconds. The device was removed from the patient's body per usual. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 4mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified cephalic vein. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, a pinhole rupture was noted upon first inflation at 8atm when the balloon was inflated for about 30 seconds. The device was removed from the patient's body per usual. The procedure was completed with another of same device. No patient complications were reported.